Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint has been identified as component failure with an expected or random failure attributed to an internal lens displacement, with no design or manufacturing issue identified due to degradation problem identified, olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
During device evaluation, it was found that the bronchofibervideoscope failed to produce an image on the display. There was no patient involvement associated with this event.